Manufacturer narrative:
Visual inspection was performed on the returned device. The reported stretching and separation were confirmed. The reported difficulty advancing and removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the introducer sheath; however, the reported stretching and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, it was reported that the shaft of the balloon was stretched and separated after the sheath was cut open. It was noted that nothing remained in the anatomy as the balloon did not exit the sheath. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported during the procedure a 4.0x20mm otw trek balloon dilatation catheter (bdc) was inserted into a long 6fr. Femoral sheath; however, the bdc would not advance. An attempt was made to remove the bdc from the sheath, but became stuck; therefore, the devices were both removed together as a single unit. Once removed the sheath was cut opened to examine and was noted the balloon was stretched from the delivery catheter. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.